Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. The user's blood glucose level for the past auto off alarm was not impacted. However, for the most recent alarm, there was no reported impact as the user had not tested. Review of pump history showed that the user did not interact with the pump for 12 hours. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. The user acknowledged and turned the safety feature off.